Event description:
It was reported that the 9800 system keyboard intermittently locks up. The system also displayed error codes and locked up when sending images to MDR cd burner. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the cpu. Installed cpu upgrade kit, rel. 29 software. The system was tested and found to be working as intended and placed back into service.